Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. It was reported that the battery cap was unable to be removed. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/06/2015.device evaluation: the device has been returned and evaluated by product analysis on 10/28/2015 with the following findings: during investigation, there was no defect found with the returned pump. The pump was returned without the battery cap. A test cap was used for the investigation. There were no defects found in the pump.